Event description:
The customer contact reported, an adverse event while the device was in use. The tubing set was being used to deliver tpn via a peripherally inserted central catheter (PICC). It was reported that the pt's tubing set leaked "near the tubing filter area" in 2008. The tpn bag and the tubing set were replaced and the therapy was resumed. Five days later, the pt was hospitalized with the diagnosis of fever and "possible line infection". The PICC was replaced and the pt was treated with an unspecified concentration of vancomycin. The customer contact reported, the user facility "cannot pinpoint" the source of the reported infection. On an unspecified date, the pt was discharged home on unspecified oral antibiotics. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.